Manufacturer narrative:
The customer reported that the navigation ring was replaced to resolve the reported issue. The unit was tested and it was returned to service.

Event description:
It was reported to philips that the device's navigation ring was defective. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.